Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: verheyden, akhil p. And josten, christoph (2003). Intramedullary fixation of intertrochanteric fractures with the proximal femoral nail (pfn). Orthop traumatol 2003: no. 1: 20-37. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received. This report is being filed after the subsequent review of the following literature article: verheyden, akhil p. And josten, christoph (2003). Intramedullary fixation of intertrochanteric fractures with the proximal femoral nail (pfn). Orthop traumatol 2003: no. 1: 20-37. Between (B)(6) 1996 and (B)(6) 1999, the synthes proximal femoral nail (pfn) set was used in 231 patients (74.2% women, 25.8 men, average age 78.1 years) to treat inter-and subtrochanteric fractures allowing early weight bearing. A copy of the literature article is being submitted with this medwatch. This is report 1 of 3 for (B)(4). This report is for an unknown pfn set and refers to the following: (9) migrating antirotation screws and the (3) implants that broke.